Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, patient reported she had an elevated blood glucose this morning. She stated she received a no delivery/occlusion alarm on her infusion device this morning which she believes is directly related to the headset that was in use and caused her elevated blood glucose. Patient reported she changed her infusion site yesterday. Patient reported this morning before going to bed her blood glucose was 166 mg/dl. And she bolused 0.2 units of insulin. She stated she did not eat anything. Patient reported when she got up this morning she noticed there was a "no delivery" alarm on her infusion device and her blood glucose was 339 mg/dl. She stated she attempted to bolus and it did not work. Patient reported she disconnected from her site and insulin did drip out from the infusion tubing so she then changed her site again using a different area of her abdomen and reconnected tubing to site. She stated she programmed a bolus of 7.4 units of insulin to treat her high blood glucose and the insulin was successfully delivered. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Patient reported she discarded the headset; no product return was requested.